Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open while locked was unable to be determined. The reported recurrent mr was a cascading event of the reported clip open while locked. The reported heart failure was a cascading event of the reported recurrent mr. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, an xtw mitraclip was implanted to treat mitral regurgitation (mr) grade 3-4. Mr was reduced to grade 1. On 21 november 2023, reintervention occurred due to the clip reopening 3-4mm resulting in recurrent mr with a grade of 3. The clip had opened from normal to approximately 40 to 50 degrees. It was noted the clip remained stable on the leaflets. The patient returned to the clinic decompensated. An nt mitraclip was implanted lateral to the first clip, reducing mr to grade 2. The pressure gradient was at 5mmhg. No additional information was provided.